Manufacturer narrative:
Complete event site name: (B)(6). Additional initial reporter: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an auto-fill failure alarm. The customer used three different consoles and replaced the iab, but the issue continued. The pump would attempt to pump a few labored inflations and then alarm autofill failure. The one-way valve was removed, helium extension tubing verified, connections secured, helium was adequate, and there were no signs of blood in the helium tubing. The customer stated that they did not believe there was any kinks in the catheter or tubing and there was no known tortuosity in the patient's aortoiliac junction. It was noted that they had used the sheath that came with the iab insertion kit. The customer eventually removed the second iab and placed a new impella device from a different manufacturer. Patient was and is hemodynamically stable. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an auto-fill failure alarm. The customer used three different consoles and replaced the iab, but the issue continued. The pump would attempt to pump a few labored inflations and then alarm autofill failure. The one-way valve was removed, helium extension tubing verified, connections secured, helium was adequate, and there were no signs of blood in the helium tubing. The customer stated that they did not believe there was any kinks in the catheter or tubing and there was no known tortuosity in the patient's aortoiliac junction. It was noted that they had used the sheath that came with the iab insertion kit. The customer eventually removed the second iab and placed a new impella device from a different manufacturer. Patient was and is hemodynamically stable. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used. Medwatch mw5100634 received april 27,2021. Event description - balloon pump had an autofill error.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the inner lumen and catheter tubing approximately 56.1cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period apr-19 to mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional information: patient date of birth, weight. Additional contact person: (B)(6). Date of event from (B)(6) 2021 to (B)(6) 2021. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an auto-fill failure alarm. The customer used three different consoles and replaced the iab, but the issue continued. The pump would attempt to pump a few labored inflations and then alarm autofill failure. The one-way valve was removed, helium extension tubing verified, connections secured, helium was adequate, and there were no signs of blood in the helium tubing. The customer stated that they did not believe there was any kinks in the catheter or tubing and there was no known tortuosity in the patient's aortoiliac junction. It was noted that they had used the sheath that came with the iab insertion kit. The customer eventually removed the second iab and placed a new impella device from a different manufacturer. Patient was and is hemodynamically stable. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used. Medwatch mw5100634. Received april 27,2021. Event description - balloon pump had an autofill error.